Event description:
It was reported that the ilet device became unavailable for use, with reports not populating and data on the device requiring replacement, consistent with a hardware issue leading to device shutdown or unavailability. Symptoms included no clinical effects reported. Outcomes included no impact to health, no alerts or alarms, and no hospitalization. Investigation included review of data transmission and device functionality, verification of device and phone date/time settings, attempted use with another phone, and assessment by development that the device data required replacement. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.